Event description:
The customer reported that the bedside vital sign monitor (bsm-6300) has malfunctioned and acting like the network system master and sending system master communications to the network. Reference MFR # 8030229-2015-00150.